Event description:
The reporter stated the surgeon implanted a micl 13.2mm implantable collamer lens on (B)(6)2010. On pt post-op visit the day after implantation, the dr noticed the lens was upside-down. The lens was removed with the incision enlarged, no suture was required. There were three lenses used on this pt. See MFR #2023826-2010-00980 for the primary lens. This MFR is for the second lens. A third lens, same model and size lens was implanted. Reporter stated the pt is doing well.

Manufacturer narrative:
(B)(4) (lens implanted upside down), (B)(4). Eval results: a lens work order search was performed and no similar complaints were found (B)(4).